Event description:
A surgeon reported a patient experiencing poor vision at near and distance following bilateral intraocular lens (iol) implant surgery. The patient was seen by another surgeon for a second opinion and that surgeon felt that astigmatism was contributing to the patient's impaired vision. The patient has been given prescription glasses, but is still experiencing poor vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met criteria. There has been no other similar complaints reported in the lot number. Additional information was requested on 03/12/2009, 03/13/2009, and 04/01/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/09/2009.